Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Carefusion failure analysis lab received the power supply for inspection. Applied power to power supply assembly p/n: 768931-103, and found that -15v is unstable. The voltage reads .59v and it will jump from .59v to -15.20v if pressure is applied to the main pcba. Noted also that frame of assembly is bent. Finding/root-cause: duplicated the -15v was not stable and would fluctuate complaint issue. Defective mtaa-16w-a medical power supply.

Event description:
The customer reported the unit showing issues with the settings changing and alarming. The frequency would read 1, the it would read 03, the amps and map fluctuates, the unit would alarm and the oscillator would stop. After turning the unit on again and it seemed to run fine but then after a few mins did the same thing. Checked the power supply voltages and the -15 was not stable and would fluctuate etc. Carefusion technical support suggested replacing the lower power supply and issued replacement. Customer returned the replaced part for evaluation.